Event description:
It was reported that the pt experienced a bradycardic, but the sc9000 did not alarm. It was also reported that the monitor did alarm when the pt was in asystole. There was a pt death reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.